Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted after a percutaneous coronary interventional procedure. Reportedly, at the time of firing the clip (step 4), the click was heard, but it was not the usual sharp, clean click. It was a sound like the step did not perform correctly, as the vessel locator wings (vlw) would have an issue retracting inside the device. The device could not be removed from the patient's groin and the safety release mechanism was used to remove the device without issues (retract the thumb advancer and use the access ports). The clip was not seen in the device, so it's believed is in the patient. Bleeding continued and manual arterial compression was used to achieve hemostasis. The physician believes the vlw are damaged, but they were retracted within the device, as expected. There was no adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The analysis of the returned device did confirm the reported difficult to remove the device from the anatomy. There was evidence of loctite residue on the side opposite of the addition port and no loctite reside was observed anywhere else. A review of the lot history record revealed no impacting non-conformances that would have contributed to the reported event. A query of the complaint handling database for the reported lot revealed no other similar incidents. Based on the information review for the lot, it was determined that this was an isolated incident and not representative of the entire lot. This type of reported event will continue to be monitored by local quality system procedures.